Event description:
It was reported that the surgeon was implanting an sjm valved graft and was testing the valve performance when one of the leaflets fractured and dislodged and went into the left ventricle. Forceps were used to retrieve the leaflet. The surgeon removed the valve from the graft and sutured in a smaller 19 mm sjm regent valve to the graft and implanted it. Additional info received indicated the pt expired (exact date unk).